Event description:
The pump was returned for investigation. Evaluation revealed contamination under the buttons. This report is made based on results of investigation completed on 03/18/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings:the keypad is torn over the down arrow. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the buttons responded properly. Evaluation revealed there was contamination under the up and contrast button contacts. (B)(4).